Event description:
It was reported the tip of the driver broke while removing hardware during a revision surgery. The tip was retrieved.

Manufacturer narrative:
The device is currently being evaluated. A supplemental report will be submitted once the investigation is complete.

Manufacturer narrative:
Corrected information: h3. Yes. H6. Type of investigation: 10, 3331. Investigation findings: 3252. Investigation conclusion: 61. Additional information: visual inspection confirms the hexalobe drive feature sheared off. This failure is due to unintended use of the device. This driver is meant to drive set screws with expected torque values. This driver was used to remove hardware which is the opposite direction of expected loads and can result in forces greater than those in which the instrument is designed for. Review of device history records showed there were no manufacturing or processing related irregularities. Labelling review: "when adequate distraction is attained, use the t27 set screw driver to tighten the set screw and maintain distraction". Warnings: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation and/or breakage of device components.